Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone15.3, cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the arm. The patient reported that the pod was leaking. Details regarding symptoms were not provided. The patient was treated with intravenous fluids and insulin. The patient was released on (B)(6) 2026. The pod was removed and discarded and a new pod was applied when the patient went to see the doctor on (B)(6) 2026.